Manufacturer narrative:
Patient age: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a visual assessment was performed. There were 2 fragments returned. The fragment with the floppy end (tip) measured approximately 13cm; the tip was intact, and the break was on the proximal side of the floppy end. The second fragment measured approximately 46.9cm. Together the total length was within specification. The guidewire fragments were kinked/bent at multiple places and curved. The broken ends were examined under magnification and appeared to be broken as if cold worked. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4).

Event description:
It was reported that during a percutaneous cholangiogram, tip detachment occurred. The target lesion was located in the liver. The anatomy was noted to be 'challenging'. During placement of the guidewire of the accustick¿ ii system, the tip detached in the liver. The tip fragment was removed during a subsequent procedure. No further patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a percutaneous cholangiogram, tip detachment occurred. The target lesion was located in the liver. The anatomy was noted to be 'challenging'. During placement of the guidewire of the accustick¿ ii system, the tip detached in the liver. The tip fragment was removed during a subsequent procedure. No further patient complications were reported and the patient's status is fine.